Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that none of the buttons on the insulin pump are responding. Blood glucose level was 198 mg/dl at the time of the call. No further information was provided.